Manufacturer narrative:
(B)(4).

Event description:
On 2015-dec-16 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 2.853 mg/day and clonidine 750 mcg/ml at 213.99 mcg/day via an implanted pump system. The start date for these drugs was (B)(6) 2014, and use was ongoing. An MRI was scheduled to rule out a granuloma versus a new disc pathology. Additional information was received from the hcp on 2016-jan-06. The patient first became aware of the possible granuloma on (B)(6) 2015. The granuloma was suspected because the patient experienced increased back pain with left radiculitis, and a residual volume discrepancy was observed at the patient's refills. The hcp was awaiting the patient's insurance approval for an open MRI as the patient was claustrophobic. Additional information was requested to identify which implanted catheter was impacted by the possible granuloma.